Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented to clinic for routine follow up and upon device interrogation, rv lead threshold increased was noted. Patient denies any fall on the device side. The rv lead pacing impedance range slightly varied in measurements. All measurements were within normal acceptable range. All other values were in normal limits. Post device change out on (B)(6) 2019 patient¿s chronic leads were evaluated and scheduled follow up for rv lead threshold issue. Physician elected to schedule dfts and evaluate rv lead in lab. It was unsure what was causing the increase in threshold. Programming changes were made. Patient was asymptomatic and left clinic in stable condition and will continue to be monitored.

Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable and left without complaints.